Event description:
Prolonged illness [malaise]. Inability to speak [speech disorder nec], hyperventilation [hyperventilation]. Case description: spontaneous report: local log#au2001-02-160, 2001045918au: a hosp chaplain contacted the co to report a pt who experienced a prolonged illness and became "mute" after gelfoam was adminstered for the extraction of four teeth 3 years ago. The pt was given several drugs and anaesthetics during the operation which included topical xylocaine. Pt was also given maxolon 10mg IV towards the end of the operation. After the operation, pt experienced symptoms associated with hyperventilation from 4:30pm to 10:30pm described as shaking, rolling of the eyes, peripheral paraesthesia, and extra-saturated oxygen levels. The reporter indicated that the pt was "treated as though pt was having a panic attack" and a medical assessment related to the event was not conducted. Pt was discharged that evening and sent home with normal oxygen levels. Two days postoperative, the pt "collapsed" twice at home and experienced a "faint voice, difficulty swallowing, and difficulty expiring". Within a week, they did not have a voice. The reporter indicated that the pt has been in and out of hospitals and has been evaluated by an ear, nose and throat specialist, psychiatrists, and is currently seeing an autoimmune specialist and trauma consult. According to the ear, nose and throat specialist, the loss of voice is not unusual with anaesthetics. Treatment has included speech therapy and antidepressant therapy. No further info was provided. Case comment: this case has the elements of a delusional syndrome which has progressed steadily since their oral surgery 3 years ago. There are indications that it was probably present prior to tha time (depression history). Gelfoam was used in the oral cavity. The pt's events began immediately upon recovery but have persisted far beyond the time attributable to an allergic or hypersensitivity reaction. Pt now has systemic and cognitive effects with a negative work-up. These are clinical events occurring in a temporal relationship to device use which makes a causal relationship improbable or in which other drugs, chemicals or underlying disease provide more plausible explanations. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.